Event description:
Low readings. For the past two weeks, the pt had been experiencing symptoms of blurred vision, headache and shakiness. The pt tested in the morning and received a reading of "68, 73 and 79." He ate cereal for breakfast and contacted a nurse who advised him that the reason why his readings are low, is because he is not in taking enough protein. She advised him to eat a peanut butter sandwich. He requested to see a physician and she scheduled him to see someone at the end of the month. The pt tests his blood glucose twice a day and does not take any diabetes medication. The pt ate peanut butter sandwich and then noticed the lifescan number and contacted customer service. Only while troubleshooting with the rep, did the pt realize that the meter was set to the incorrect unit of measurement and the second digit parts of the segments were missing. The pt has only had the meter for about six months and does not recall recently going into the meter settings and changing the unit of measurement. Customer services upgraded the pt to a one touch ultra meter.